Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned products identified that there is debris in sealed packaging. The complaint has been confirmed by visual evaluation. Material analysis could not determine the exact source of the debris. DHR was reviewed and no discrepancies were found. The root cause of the reported event is attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02760, 0001825034-2017-02761, 0001825034-2017-02762, 0001825034-2017-02763, 0001825034-2017-02768, 0001825034-2017-02769, 0001825034-2017-02770, 0001825034-2017-02771, 0001825034-2017-02772.

Event description:
It was reported on incoming inspection that a foreign substance was inside of sterile packages.